Manufacturer narrative:
The hillrom technician found the CPR cables had loose lock nut. Per the hillrom service manual it is necessary for stretchers to have an effective maintenance program. We recommend that you do annual preventative maintenance. Inspect the handles, cables and CPR mechanism on the head motor. Replace or adjust parts as necessary. Raise the head section to the high position, then activate one of the CPR releases. Make sure t the head section lowers. Adjust the CPR cable as necessary. Do the same tests on the other side of the stretcher. Check for wear on the lock hub. Replace if worn. Check to see that the hex nuts on the CPR cable and the shoulder screw on the CPR handle are tight. Tighten the hex nuts if necessary. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the CPR cable to resolve the reported event. Based on this information, no further action is required.

Event description:
The customer alleged the head section was not staying up. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #: (B)(4).